Event description:
The reporter contacted animas on (B)(6) 2012 reporting that for the past few weeks the ok keypad button was sticking and required several hard presses to elicit a response. The reporter confirmed that the keypad was peeling as of (B)(6) 2012. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was torn off at the ok and down arrow keypad buttons. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the ok and contrast keypad buttons were intermittently unresponsive and required multiple presses to elicit a response. The up arrow and down arrow keypad buttons respond appropriately. None of the keypad buttons spring back or click normally. Evaluation revealed that there was contamination under the up arrow and contrast keypad contacts and the ok keypad button was found to be inverted and damaged.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 not on (B)(4) 2012 as previously reported.